Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending artery. When the procedure was completed, the bmw universal ii guide wire was removed; however, resistance was noted with the vessel. A micro-catheter was used to assist in retrieval of the guide wire. It was noted that the distal end of the guide wire was found kinked. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the kink damage was confirmed. The reported difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product quality deficiency. A review of the lot history record revealed no non-conformances with this lot. Additionally, a review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.